Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported lead impedance anomaly could not be confirmed. As received, the lead was cut into two parts. Analysis found the outer insulation abraded at 18.5cm from the connection pin due to friction with the ICD can. Additionally, inside- out insulation abrasions were observed between 7.5cm and 8.3cm, between 12cm and 13.2cm and between 10cm and 14cm from the distal tip electrode; a lead impedance test could not be performed as the lead was cut apart.

Event description:
It was reported that the lead was explanted due to high impedance and pacing measurements.